Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Fields d4 and g2 was left blank due to the fact that no serial number was provided. When the serial number will be provided, the manufacturer will submit an update of this report.

Event description:
The event description according to the customer is as follows: during use, the knob occasionally malfunctioned and could not be adjusted. After replacing the encoder, it returned to normal. User report reference number: (B)(4).

Manufacturer narrative:
During use on november 5, 2024, the knob occasionally malfunctioned and could not be adjusted. Upon inspection, it was found that the knob occasionally malfunctioned and could not be adjusted. After replacing the encoder, it returned to normal. No patient involvement reported. The provided logfiles do not cover the day of the event. The root cause was a defective component.